Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, parts of the screen were completely black and there were lines across the screen. Customer¿s blood glucose level was 330 mg/dl. The customer reverted to an alternate method in insulin therapy.